Event description:
Report 5 of 18. It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) a high number of false positives of candida tropicalis results have occurred. Patient ID - (B)(6). The following information was provided by the initial reporter: customer reports high number of false positive candida tropicalis results when the biofire bcid panel is used with bd bactec blood culture bottles. How many bottles had a false positive result on your bcid panel? We have identified 17 so far, we are still reviewing patient results so there may be more identified.

Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: report 5 of 18. It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) a high number of false positives of candida tropicalis results have occurred. Patient ID - (B)(6). The following information was provided by the initial reporter: customer reports high number of false positive candida tropicalis results when the biofire bcid panel is used with bd bactec blood culture bottles. How many bottles had a false positive result on your bcid panel? We have identified 17 so far, we are still reviewing patient results so there may be more identified. B.6. Relevant tests/laboratory data: vancomycin resistant enterococcus faecium. Was patient treatment changed as a consequence of the issue with results ? No. Did the patient suffer any adverse medical consequences as a result of the change in treatment? No. H.6 investigation summary: customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use. Complaint is unconfirmed. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Manufacturer narrative:
D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 5 of 18. It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) a high number of false positives of candida tropicalis results have occurred. The following information was provided by the initial reporter: customer reports high number of false positive candida tropicalis results when the biofire bcid panel is used with bd bactec blood culture bottles. How many bottles had a false positive result on your bcid panel? We have identified 17 so far, please see excel document for details of each. We are still reviewing patient results so there may be more identified.